Event description:
It was reported that the patient had a heart attack and with vns would collapse on the floor.

Event description:
A patient was reported to have been found deceased, face-down in his bed. The patient's mother suspected the patient had suffocated. It was reported that this was possibly sudep. There is no plan for autopsy. No additional relevant information has been received to date.